Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported entrapment of device associated with gripper caught in chordae appears to be due to troubleshooting maneuvers of the gripper actuation issue. The reported patient effect of unchanged mr appears to be related to the clip being deployed with the chordae. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the clip was deployed where it was caught. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, cardiac enlargement, and small cardiac chambers. A mitraclip was inserted without issues, and grasping was performed. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. During this process, the gripper was observed to be caught in chordae. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was implanted where it was stuck, on both leaflets, with chordae. A decision was then made to discontinue the procedure, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure. Device returned and analysis of the device on 01-jul-2025 revealed that the steerable guide catheter (sgc) soft tip was observed to be deformed.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.